Event description:
It was reported that during a procedure to treat a lesion in the mid left main artery with moderate calcification and 99% stenosis, pre-dilatation was performed with an unspecified 2.0x12 balloon dilatation catheter. A 3.5x8 rx xience v stent delivery system was advanced with resistance, some force was applied against resistance and the stent was implanted. Post stent implantation, a distal edge dissection was observed. A 3.5x15 xience v stent was implanted to cover the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. Reportedly, the patient was doing well and was discharged routinely. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.